Event description:
Consumer claims she suffers from chronic pain and fibromylagia originally, she believed she had suffered a burn to her back after receiving a radio frequency ablation procedure, however, her pain doctor indicated the procedure would not have caused the burn and that the burn was cause by her use of a heating pad.

Manufacturer narrative:
The consumer admits to treatments of radio frequency ablation, which would have caused a reduced sensitivity of the nerves in that area. This is a misuse of the product and a direct violation of the instructions and warnings provided. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product. The consumer has not returned the product.